Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The avm being treated was in the thalmic area. The procedure was completed with a new catheter. This was the first embolization session. The future plan is to embolize more and radiate the remnant.

Manufacturer narrative:
Additional information was received. The apollo micro catheter will not be returned for analysis as it was discarded at the site and the 3.0cm detachable tip remains within the patient. Based on the reported information the customer¿s reports of ¿tip premature detachment¿ could not be confirmed and the cause could not be determined. Information regarding vessel calcification and guidewire model was not reported. Therefore, any contributing factors could not be assessed. Per the apollo onyx delivery micro catheter IFU (instructions for use): ¿the apollo onyx delivery micro catheter is contraindicated for neonatal and pediatric use. The silverspeed .010 and the mirage .008 have been qualified for use with the apollo. During navigation, check that the distal tip of the catheter is not kinked before passing the guidewire through it. Kinking or prolapsing of the catheter may result in unintended rupture of the catheter. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.¿ the lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause.

Event description:
Medtronic received information that while delivering the apollo catheter, prior to reaching the target location, the distal part broke off and was left in the vessel. The patient was receiving treatment for a ruptured avm. The patient was intubated at the time of the avm rupture, prior to the procedure. The devices were prepared per the IFU. The catheter was flushed as directed and the tip was not pres-haped or steam shaped. The access vessel was the right vertebral artery with access diameter of 4mm. The device broke during advancement at the detachment zone of the apollo catheter. Nothing had been delivered at the time of the detachment. The distal 3cm segment remained in the posterior cerebral artery. The patient remains intubated. On CT no infarction in the territory of the artery with the piece of the catheter was observed. No patient complications were reported.

Manufacturer narrative:
The apollo catheter has not been returned for analysis at this time. Should it return a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that while delivering the apollo catheter, prior to reaching the target location, the distal part broke off and was left in the vessel. The patient was receiving treatment for an avm. The devices were prepared per the IFU. The catheter was flushed as directed and no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.